Manufacturer narrative:
After battery installation unit gave an unexpected blank and white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they slipped on some ice, fell and insulin pump was beeping, it started flashing white and black screen, they tried to take the battery out but insulin pimp did not work. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the display was flashing. Customer stated that they did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.